Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the tubes') in a 27-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (normal delivery and c-section) and menarche (13 years-old). Previously administered products included for an unreported indication: oral contraceptive and medroxiprogesterona. Concurrent conditions included premenstrual syndrome (low intensity) and abdominal colic (low intensity). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("painfull during essure placement"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uninterrupted vaginal bleeding, noting that the type of bleeding color was different from that of a common menstruation / abnormal and continuous bleeding"), back pain ("pains in the lower back that radiated from both legs causing a lack of balance"), balance disorder ("pains in the lower back that radiated from both legs causing a lack of balance"), pyrexia ("fever"), decreased appetite ("absence of appetite"), migraine ("strong migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and vulvovaginal inflammation ("vaginal inflammation"). On (B)(6) 2016, the patient experienced abdominal pain ("chronic abdominal pain / heavy colic"), menorrhagia ("heavy menstrual flow"), breast pain ("moderate mastalgia"), premenstrual syndrome ("heavy premenstrual syndrome"), mood swings ("mood swing") and headache ("headache"). On (B)(6) 2020, the patient experienced panic disorder ("panic disorder"). On (B)(6) 2020, the patient experienced depression ("depressive"). On an unknown date, the patient experienced endometriosis ("endometriosis") and cervix disorder ("uterine cervical lesion"). The patient was treated with cefalexin (cefalexina), cefazolin (cefazolina), clonazepam, diazepam, diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), metamizole sodium (dipirona), simeticone (simeticona) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, abdominal pain, menorrhagia, breast pain and headache had resolved and the procedural pain, endometriosis, cervix disorder, depression, premenstrual syndrome, mood swings and panic disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, balance disorder, breast pain, cervix disorder, decreased appetite, depression, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, panic disorder, pelvic pain, premenstrual syndrome, procedural pain, pyrexia and vulvovaginal inflammation to be related to essure. The reporter commented: essure was implanted bilateral without difficulties 5 coils on the left tube and 3 coil on the right tube diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: blood nickel lower 2.0 mcg/l (lower than 2.0 mcg/l pessoal not exposed). Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: material: a) left uterine tube, b) right uterine tube. Macroscopy: a) left uterine tube measuring 4.5x0.8 cm with smooth and shiny serosa. When cut, it displays virtual light. B) right uterine tube measuring 4.3x0.9 cm with smooth and shiny serosa, with paratubary cyst measuring 0.8 cm giving clear to transparent liquid content. When cut, it displays virtual light. Conclusion: a and b right and left tubes without histological features. Smear cervix - on (B)(6) 2019: squamous epithelium, negative for neoplasia, benign, reactive or representative cellular changes, inflammation, microbiology: gardnerella vaginallis. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan vagina - on (B)(6) 2016: essure normopositioned , uterine cervical lesion and endometriosis; on (B)(6) 2020: anteversoflexion uterus, measuring 61x36x43 mm, volume 49 cc3, normal size with regular contour and homogeneous texture. Uterine cervix without changes, endocervical canal without changes. Regularly contoured endometrium homogeneous, measuring 4 mm thick. Right ovary with preserved anatomical aspect measuring 22x16 mm. Left ovary with preserved anatomical aspect measuring 19x17 mm. Absence of free liquids in the posterior cul de sac. Essure normopositioned on the right, cross-sectional image of the left uterine horn with identification of the device on linear axis, however the end that crosses the myometrium is short, uterine cervical lesion and endometriosis were identified; on (B)(6) 2020: anteversoflexion uterus, measuring 76x43x35 mm, normal size with regular contour and homogeneous texture. Uterine cervix without changes, endocervical canal without changes. Regularly contoured endometrium homogeneous, measuring 03 mm thick. Right ovary with preserved anatomical aspect measuring 28x25x16 mm. Left ovary with preserved anatomical aspect measuring 24x20x11 mm. Absence of free liquids in the posterior cul de sac. Batch no d40621, production date 2014-12-09, and expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the tubes') in a (B)(6)-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (normal delivery and c-section) and menarche ((B)(6) years-old). Previously administered products included for an unreported indication: oral contraceptive and medroxyprogesterone. Concurrent conditions included premenstrual syndrome (low intensity) and abdominal colic (low intensity). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("painful during essure placement"). In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uninterrupted vaginal bleeding, noting that the type of bleeding color was different from that of a common menstruation / abnormal and continuous bleeding"), back pain ("pains in the lower back that radiated from both legs causing a lack of balance"), balance disorder ("pains in the lower back that radiated from both legs causing a lack of balance"), pyrexia ("fever"), decreased appetite ("absence of appetite"), migraine ("strong migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and vulvovaginal inflammation ("vaginal inflammation"). On (B)(6) 2016, the patient experienced abdominal pain ("chronic abdominal pain / heavy colic"), menorrhagia ("heavy menstrual flow"), breast pain ("moderate mastalgia"), premenstrual syndrome ("heavy premenstrual syndrome"), mood swings ("mood swing") and headache ("headache"). On (B)(6) 2020, the patient experienced panic disorder ("panic disorder"). On (B)(6) 2020, the patient experienced depression ("depressive"). On an unknown date, the patient experienced endometriosis ("endometriosis") and cervix disorder ("uterine cervical lesion"). The patient was treated with cefalexin (cefalexina), cefazolin (cefazolina), clonazepam, diazepam, diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), metamizole sodium (dipirona), simethicone (simeticona) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, abdominal pain, menorrhagia, breast pain and headache had resolved and the procedural pain, endometriosis, cervix disorder, depression, premenstrual syndrome, mood swings and panic disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, balance disorder, breast pain, cervix disorder, decreased appetite, depression, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, panic disorder, pelvic pain, premenstrual syndrome, procedural pain, pyrexia and vulvovaginal inflammation to be related to essure. The reporter commented: essure was implanted bilateral without difficulties 5 coils on the left tube and 3 coil on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: blood nickel lower 2.0 mcg/l (lower than 2.0 mcg/l pessoal not exposed). Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: material: a) left uterine tube, b) right uterine tube. Macroscopy: a) left uterine tube measuring 4.5x0.8 cm with smooth and shiny serosa. When cut, it displays virtual light. B) right uterine tube measuring 4.3x0.9 cm with smooth and shiny serosa, with paratubary cyst measuring 0.8 cm giving clear to transparent liquid content. When cut, it displays virtual light. Conclusion: a and b right and left tubes without histological features. Smear cervix - on (B)(6) 2019: squamous epithelium, negative for neoplasia, benign, reactive or representative cellular changes, inflammation, microbiology: gardnerella vaginalis. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan vagina - on (B)(6) 2016: essure normo-positioned , uterine cervical lesion and endometriosis; on (B)(6) 2020: anteversoflexion uterus, measuring 61x36x43 mm, volume 49 cc3, normal size with regular contour and homogeneous texture. Uterine cervix without changes, endocervical canal without changes. Regularly contoured endometrium homogeneous, measuring 4 mm thick. Right ovary with preserved anatomical aspect measuring 22x16 mm. Left ovary with preserved anatomical aspect measuring 19x17 mm. Absence of free liquids in the posterior cul de sac. Essure normopositioned on the right, cross-sectional image of the left uterine horn with identification of the device on linear axis, however the end that crosses the myometrium is short, uterine cervical lesion and endometriosis were identified; on (B)(6) 2020: anteversoflexion uterus, measuring 76x43x35 mm, normal size with regular contour and homogeneous texture. Uterine cervix without changes, endocervical canal without changes. Regularly contoured endometrium homogeneous, measuring 03 mm thick. Right ovary with preserved anatomical aspect measuring 28x25x16 mm. Left ovary with preserved anatomical aspect measuring 24x20x11 mm. Absence of free liquids in the posterior cul de sac. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.